Event description:
(B)(4) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor/portico ng valve was implanted using a large flexnav delivery system. During the procedure, the device had to be re-sheathed due to being implanted too high, and the 2nd deployment was successful. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. A post-implant balloon valvuloplasty was not done. On (B)(6) 2022, a 30-day follow-up transthoracic echocardiogram (tte) was performed which revealed significantly increased gradient across the aortic valve. The mean gradient was 22mmhg. On (B)(6) 2022, the patient had a computerized tomography (CT) scan, which showed hypoattenuating leaflet thickening (halt). The patient was prescribed warfarin.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor/portico ng valve was implanted using a large flexnav delivery system. During the procedure, the device had to be re-sheathed due to being implanted too high, and the 2nd deployment was successful. The inr at this time was 1.1, and the activated clotting time was 111 seconds. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. A post-implant balloon valvuloplasty was not done. On (B)(6) 2022, a 30-day follow-up transthoracic echocardiogram (tte) was performed which revealed significantly increased gradient across the aortic valve. The mean gradient was 22mmhg. On (B)(6) 2022, the patient had a computerized tomography (CT) scan, which showed hypoattenuating leaflet thickening (halt). The patient was prescribed warfarin. As of (B)(6) 2022 the inr is 1.9 and no anticoagulant is prescribed.

Manufacturer narrative:
An event of increased gradient across the aortic valve and hypoattenuating leaflet thickening was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Correction from previously filed report: crd_966 - portico ng approval study, patient site ID: (B)(6). It was reported that on (B)(6) 2022, a 27mm navitor/portico ng valve was implanted using a large flexnav delivery system. During the procedure, the device had to be re-sheathed due to being implanted too high, and the 2nd deployment was successful. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure. A post-implant balloon valvuloplasty was not done. During procedure, the patient's international normalized ratio (inr) was 1.1, and the highest activated clotting time (act) was 329 seconds. The patient's peak aortic valve velocity was 2.5 m/s, and the mean aortic valve gradient was 9mmhg. On (B)(6) 2022, the patient was discharged, and the patient was taking a daily 81mg aspirin. On (B)(6) 2022, a 30-day follow-up transthoracic echocardiogram (tte) was performed which revealed significantly increased gradient across the aortic valve with a peak velocity of 3.32 m/s, and the mean aortic valve gradient was 22mmhg. On (B)(6) 2022, the patient had a computerized tomography (CT) scan, which showed hypoattenuating leaflet thickening (halt). The patient was prescribed warfarin. On (B)(6) 2022, the patient's inr was 1.9. The patient status was stable. No additional information was provided.

Manufacturer narrative:
An event of increased gradient across the aortic valve and hypoattenuating leaflet thickening was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.